Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had "connect power" alarms when attached to two specific batteries while moving around. The alarms persisted after he cleaned both batteries. It was later found that the metal connector strips on the two batteries had eroded. The batteries were exchanged and the alarms have resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connect to power alarms was not able to be confirmed. There was no log file submitted for review. The 14v battery, serial number (B)(6), was returned for analysis to the european distribution center (edc). The battery was functionally tested and underwent a charge/discharge test and found to operate as intended during analysis. A root cause for the reported event was not conclusively determined through this analysis. Heartmate ii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 - ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarms. Heartmate ii instructions for use section 3 - ¿powering the system¿ and heartmate ii patient handbook section 3 - ¿powering the system¿ explain how to clean and maintain proper function of the batteries. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2020-05831.